Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a generator change. The right atrial lead had a sudden drop in impedance and exhibited a sensing issue; an insulation anomaly was also noted. Noise was able to be recreated. The lead was capped and replaced on (B)(6) 2016. The patient condition post procedure was good.